Event description:
Reportedly while stenting the common carotid which was 95% calcified, the guidewire was knocked out of position. When the stent was being removed it was noted to have come off the balloon. A snare catheter was used and the common iliac artery was dissected while trying to remove this stent.